Event description:
The event involved a mediane - 173 cm (68") ext set w/4 gang stopcock w/6 microclave® clear, pole mount, 4-way stopcock where the customer reported that several pistons of the check valves in the 4-way manifold were open without infusing; putting an infusion on it, but it does not pass despite the integrity of the access routes. There was unknown patient involvement; no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.